Manufacturer narrative:
Concomitant medical products: 2088tc46 competitor lead, implanted: (B)(6) 2013.

Event description:
It was reported that the patient presented to the emergency room for syncope when their right ventricular (rv) lead exhibited high thresholds with diminished sensing and small r-waves. Follow-up determined that intervention was performed to resolve the issues and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.